Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a definitive root cause could not be identified for the perforation of the distal end jet channel and the failure of the auxiliary channel function. A definitive root cause could not be identified for the presence of white foreign material in the distal end air/water channel. A definitive root cause could not be identified for the presence of foreign material in the distal end air/water channel and the resulting failure of the air/water function should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the subject device exhibited a perforation in the insertion part distal end jet channel, failure of the auxiliary channel function, presence of white foreign material in the distal end air/water channel, and failure of the air/water function. There was no patient involvement.